Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the suture bight/loop was still loaded on the suture bearing and there is a knot formed. This is consistent with successful needle deployment and suture retrieval. During the investigation, the suture bight/loop was released from the suture bearing without a problem. There were no manufacturing or quality deficiency detected that could have contributed to the reported incident. Based on the investigation findings, the suture was pulled out from the artery. The probable root cause for the suture being pulled out of the artery is not enough tissue captured, device was deployed outside the artery or if the operator applied excessive pressure on the suture while attempting to advance the knot. Therefore, the probable cause for the suture pulled out of the artery is related to the operational context in the use of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician using a proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequelae. Though requested, no additional information was provided.